Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem 'system 323 error' could not be confirmed through the event history log (ehl) review or reproduced during evaluation. However, there were total of 29 occurrences of the system error 322 messages recorded in the event history log which is what most likely what was meant to be reported. The cause was determined to be out of specification link screws. The link and link switch were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 323 (color sensor error: tmo). There was no known patient injury or medical intervention associated with this event. No additional information is available.